Event description:
It was reported the procedure was to treat a lesion in the moderately calcified, moderately tortuous and 75% stenosed proximal left anterior descending coronary artery (lad). A 3.0x18mm non-abbott stent was implanted and a 3.0x15mm nc trek neo balloon dilatation catheter (bdc) was used in an to attempt to post dilate; however, the balloon ruptured during the first inflation at 12 atmospheres. A 3.5mm non-abbott non- complaint balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.